Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the charging circuit was not outputting any voltage. The charger board 2 for the imaging system was replaced and the batteries retained a charge after charging. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger board was returned to the manufacturer for evaluation. Testing found that there were leaking capacitors on the board and that a channel failed output testing.

Event description:
A medtronic representative reported that, while in a spinal fusion, the x-ray battery indicator light was at zero percent charge when the imaging system was disconnected from the viewing station of the imaging system. When connected, the x-ray indicator was operating as designed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.